Event description:
It was reported that post implant a realize band, the band tubing disconnected from the injection port. This was detected by fluoroscopy. When the surgeon went in to replace the port and reconnect the tubing the strain relief was next to the port and the tubing was free floating. A new port was replaced and the tubing connected with no patient consequence.

Manufacturer narrative:
(B)(4). Strain relief not returned/port within specification. The velocity port and the locking connector were returned for analysis. Upon, visual observation, the port was returned in the locked position with hooks deployed. Fatty tissues was observed around hooks. The locking connector was connected to the port. Biological debris was observed in the port mechanism. Functional testing was performed. The tubing strain relief was not returned for investigation. A tubing strain relief sample was connected to the locking connector with successful result. The locking connector was measured and met specifications. A catheter sample was attached to the septum retainer with successful result. A mechanical test could not be performed on the port (hooks retraction and deployment) due to presence of excessive fatty tissue. Leak test performed on port passed. The complaint cannot be confirmed. The tubing strain relief was not returned for investigation. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented (B)(4). In addition, a voluntary recall was initiated for the (B)(4) adjustable gastric band and realize adjustable gastric banding products with the pre-enhancement design. This recall does not affect patients who have received these gastric bands and removal of the band is not required. A DHR review was conducted and no discrepancies were observed during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.